Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that a manual injection using the same vial of insulin she used to fill the reservoir, did not lower her blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.